Manufacturer narrative:
Correction: annex a: a1105. Additional information: annex a: a1104. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of incorrect firmware on pcu was confirmed. Received on 20-nov-2024 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. Unit¿s software version was checked and revealed the main boot block is 12.3.2.108, a wrong software version. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center install the correct main boot block. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had incorrect firmware. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had incorrect firmware. There was no patient involvement.

Manufacturer narrative:
Correction: annex a: a2305, annex b: b21, annex c: c21, annex d: d16, annex g: g07001. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Annex a: a1105, annex b: b01, annex c: c10, annex d: d15, annex g: g02008. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of incorrect firmware on pcu was confirmed. Received on 20-nov-2024 into bd san diego operation¿s lab. Pcu unit was received unboxed and with paperwork. Unit¿s software version was checked and revealed the main boot block is 12.3.2.108, a wrong software version. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center install the correct main boot block. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had incorrect firmware. There was no patient involvement.